Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned drill guide handle confirms severe damage around the threaded area of the device and the actual threads as well. The device shows significant signs of wear/usage. The device was manufactured in 2016. A DHR review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the item broke while drilling during a surgery. No patient injuries reported. No delays reported. A backup device was available.